Event description:
Report rec'd of multiple undocumented incidents of intermittent difficulty administering medication through the clave valve. It was reported that when the staff connects a 3ml monoject syringe to the clave valve, they are occasionally unable to infuse fluid. The staff than disconnects the syringe and reattaches the same syringe to the clave valve utilzing greater force, and fluid than flows through the valve. No specific pt info was provided. The customer reported that no adverse pt effects or delay in therapy resulted from the incidents. Additional info was requested, but no further info was provided.